Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that pacemaker was part of a system revision due to infection with sepsis. This patient also had bacteremia and experienced bradycardia. There were no additional adverse patient effects reported. The pacemaker was explanted.